Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/02/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, diagnostic testing, patient data or further event details.

Event description:
Healthcare professional reported, "tubing was broken in two places." Tubing was explanted.